Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm four times. The customer¿s blood glucose was 107 mg/dl and the sensor glucose was 70 mg/dl and other blood glucose level was 130 mg/dl, 190 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin delivery was suspended due to sensor values. Customer had already turned off the sensor and turned it on. Customer declined event of hypoglycemic or hyperglycemia. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will not be returned for analysis.